Manufacturer narrative:
An abbott field service engineer (fse) visited the customer site to inspect the architect c16000 analyzer. A review of the message history log identified error code 3598, pressure monitor (pm) board not responding at end of wash. The fse indicated that the tubing connections on the r2a sensor "were loose which could have contributed to [the] issue;" however, no evidence of leaking was observed. The pm sensor assembly (part number 7-86320-01) and the cnn29 cable (part number 7-204633-01) were replaced as they were identified as the most likely cause of the customer issue. Subsequent instrument operation was acceptable. No parts were available for the evaluation, but the fse did provide photographic evidence that confirmed the charring on the connectors of both the pm sensor assembly and the cnn29 cable. The observed charring on the pm sensor assembly and cnn29 cable were limited to the connector area of the parts. The architect system operations manual and the architect c16000 system service and support manual provide information to address the current customer issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product deficiency exists; however, the information reasonably suggests a malfunction of the parts did occur.

Event description:
The customer reports a burning odor in the lab believed coming from the architect c16000 analyzer. A site electrician investigated the smell, verified it was electrical in nature and advised the customer to power off the analyzer. At this point there was no smoke or fire or evidence of fire. An abbott field service engineer (fse) visited the site. The fse noted that the burn odor was stronger at the front of the analyzer. The fse noted from the system control center (scc) logs that one of the pm boards (3598) was not responding. Further investigation of the pressure sensors found that the r2a pressure sensor had evidence of arcing. The fse noted that tubing connections on the r2a pressure sensor were loose and may have contributed to the issue. All other cable connections were found to be undamaged and operating as expected. There was no damage to the surrounding lab environment and no injuries reported.